Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to the electronics, motor, vibrator and battery tube assembly were found corroded. Unable to verify button anomaly due to the blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated that the device had been exposed to moisture when they fell into a water tank. Customer stated they were unable to clear the alarm and removed the batteries. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 158 mg/dl at time of reporting. Nothing further reported.